Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. Upon visual inspection of one video, the following was observed: the video shows a device with a blue reload loaded at the 0:59 mark. At the 1:02 mark tissue is placed on jaws. At the 2:08 mark the device was firing and at the 2:12 mark was noted a slightly bleeding on the end of line of staples. At the 2:48 mark clips were placed on the areas with bleeding. At the 3:39 mark a device with a blue reload loaded and it was placed on the tissue. The device was fired and bleeding was noted on the staple line. Also, at the 4:58 mark a staple no properly formed was noted. At the 5:23 mark a needle/suture combination was introduced to sutured. Based on the video the event describes are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: reload: lot #: t40t75, t40j48 t40a4c, t40677. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide more event details? The hcps found bleeding after cutting and stapling the gastric pouch using echelon powered 45mm endocutter and flat deck reloads as specified. The feedback received was that, and I quote, ¿the stapling line was inconsistent, staples came out or were improperly formed¿. This conducted in bleeding and required immediate response. How much blood did the patient lose? It was an amount of blood over the average in this kind of cases, even though we are not talking of something critical. Was the bleeding controlled? Yes. Were any blood products or transfusion required? Ligaclips were placed. No. Hemostatic (orc or any other kind) or transfusion were required. Did this occur during surgery? Yes. Was a laparotomy required to control the bleeding? No. What is the current patient status? The patient successfully recovered (as in standard procedures) as the bleeding was not critical or life threatening. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Additional information: the bleeding happens with both pulse firing and continuous. This is with all color reloads. It was confirmed that the surgeon waits 15 seconds prior to firing. The oozing occurs at the crowns of staples. The preoperative anti-coagulation regiment of the patient is not known.

Event description:
It was reported that during a roux y-bypass, had problems closing the staples and subsequent bleeding in the patient in the gastric pouch and gastro-jejunal and jejunal-jejunal anastomosis. Damage: bleeding of the patient in the gastric pouch and anastomosis gastro-jejunal and jejunum-jejunal. Possible malformation of staples or inconsistent cutting of gastric tissue.